Event description:
It was reported that the surgeon inserted an ic125v4 12.5mm implantable collamer lens in 2006. The lens was explanted six days later, due to excessive vault. Subsequently, patient experienced narrowing of the angle, angle closure and shallowing of the acd. The patient's preoperative bscva was 20/20 and the postoperative was 20/0.9. The lens was exchanged using a shorter lens.